Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, swelling, fluid collection, redness, anterior abdominal subcutaneous abscess, purulent fluid, abdominal pain, suture granuloma, serous fluid, tenderness, and foul-smelling drainage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Incident date was not provided. UDI not provided. Re-processing information not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was ventral hernia. The postoperative diagnosis was incarcerated ventral hernia. Approximately 1 week post ventral hernia repair the patient had swelling and redness in the right lower abdomen near the operative site. A CT scan was done of the abdomen and pelvis. The CT scan showed a 7.9 cm subcutaneous fluid collection at the operative site. A CT-guided percutaneous caterer drainage was done of the anterior abdominal subcutaneous abscess. Approximately 1 month post op the patient was experiencing shooting pain at the surgical drain site associated with redness. The patient returned for an office visit approximately 5 months post op. She was seen a week prior for what appeared to be a small suture granuloma with chronic sinus from the skin down to the fascial level. The wound was packed and the patient was instructed to continue changing the packing. The patient complained of swelling and tenderness in the right infraumbilical region at the sinus, with intermittently foul-smelling drainage from the area.